Event description:
The customer reported a false positive architect stat troponin-I result for an 80-year-old male patient generated on the architect i1000sr analyzer. The following data was provided: sid (B)(6): initial result = 0.59 ng/ml (customer's normal range: < or = to 0.3 ng/ml) this result was reported out to the medical provider on (B)(6) 2025. Repeat testing on same analyzer result = < 0.01 ng/ml (negative) qc was in range at time of testing. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false positive architect stat troponin-I result for an 80-year-old male patient generated on the architect i1000sr analyzer. The following data was provided: sid (B)(6): initial result = 0.59 ng/ml (customer's normal range: < or = to 0.3 ng/ml) this result was reported out to the medical provider on (B)(6) 2025. Repeat testing on same analyzer result = < 0.01 ng/ml (negative) qc was in range at time of testing. There was no impact to patient management reported.

Manufacturer narrative:
The customer replaced and calibrated the sample arc, probe to resolve the issue. The sample arc, probe was deemed the cause for the architect i1000sr, serial number (B)(6), generating the discrepant result. The system function was verified with a control run. Trending was reviewed for the analyzer and probe and did not identify any increase in complaints for the complaint issue. The device historical analysis was reviewed and determined no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the architect i1000sr, serial number (B)(6) or the sample arc, probe.